Event description:
It was reported that during a contrast injection in the ciu, the catheter performed. Injection was using the recommended 540 psi. As a result of this occurrence, the catheter was removed, replaced and successfully used with the same injection. The therapy was delayed, however, there was no death or complications to the pt. Additional info received from the distributor on (B)(4) 2011 stated that this is the first time they had seen this happen with one of these catheters, noting the set up or procedure was no different than usual.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.